Event description:
The patient underwent full vns replacement surgery due to high impedance, which was captured in mfg. Report #1644487-2018-01486. During attempts at product return, it was revealed that the facility, historically, does not return explanted products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via clinic notes received by the manufacturer that the patient was experiencing an electrical shock from his fingers to his thighs approximately every five minutes and had been occurring since the vns settings change earlier in the year. The patient's vns settings were lowered as a result, which did not completely resolve the shocking, but did make it easier for the patient to catch his breath during basketball. It was later stated that the patient reported continuously getting shocked with the vns and was taken to the hospital. The patient became very agitated and was admitted to the psychiatric hospital for evaluation. No medication changes were made at the time. The patient was seen later and stated that he was continuing to be bothered by the shocking sensation. At a later clinic visit, it was stated that the patient was tolerating his vns better. No additional relevant information has been received to date.